Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error alarm and a blank screen. Customer's blood glucose value was 117mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Open book/critical pump error after battery installation. The critical pump error was generated by pump error consecutive software error per bootloader traces, problem was isolated to printed circuit board. Unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. No blank display noted. Unit was received with cracked case on the back at the battery tube area. Unit was received with minor scratched display window and case.